Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. The signals in the run data file indicate that the higher-than-expected wbc content in the platelet product was likely a result of an escape of wbcs from the lrs chamber during the latter portion of the procedure. It cannot be ruled out that this disruption may have been due to an occlusion or air block in the collect lines in the centrifuge that disrupted the steady state of the system. Based on the available information, it also cannot be ruled out that the higher-than-expected wbc content in the platelet product could be donor-related. Lot number and expiry information are not available at this time. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.10. Investigation: DHR could not be assessed as the customer was unable to provide the lot number. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10 root cause: the signals in the run data file indicate that the higher-than-expected wbc content in the platelet product was likely a result of an escape of wbc from the lrs chamber during the latter portion of the procedure. It cannot be ruled out that this disruption may have been due to an occlusion or air block in the collect lines in the centrifuge that disrupted the steady state of the system. Based on the available information, it also cannot be ruled out that the higher-than-expected wbc content in the platelet product could be donor-related.